Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "possible" rupture with capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell, underweight, fold creases, wear abrasion, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with striated edge on anterior and radius side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported right side "possible" rupture with capsular contracture, baker grade IV. Device has been explanted.